Manufacturer narrative:
The insulin pump had missing segments due to cracked and bleeding lcd glass. The pump was unable to perform self-test, unexpected error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to cracked and bleeding lcd glass. The pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.

Event description:
The customer reported via phone call of partial display from the insulin pump. The customer's blood glucose reading was 397 mg/dl. The customer stated that he did not bolus after lunch and did not have his blood glucose meter in his office. The customer stated that he changed out the set and can see the upper right side of the battery icon but cannot see anything else on the pump. Customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.